Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 50 to 300mg/dl. The customer had symptoms such as nausea. Customer indicated that their doctor has been contacted and their blood glucose value was 124 to 252mg/dl at the time of the call. Troubleshooting was performed and found that the pump also alarmed no delivery. Customer indicated that they were able to prime the pump. There were no air bubbles and no leaks. Customer declined to check for site and insulin issues but indicated that the bolus history was accurate. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting.